Manufacturer narrative:
Eval codes, results: other, physiological , procedural factors.

Event description:
A 3.5mm diameter x 15 mm length nc springer rx dilatation balloon catheter was inserted to post-dilate another MFR's drug-eluting stent in the lad. The lesion morphology was non-tortuous, no calcification with 90% stenosis. The lesion was pre-dilated. It was reported that the delivery balloon for the drug-eluting stent burst upon post dilatation. The pt's blood flow became slow; however, it became better in a short amount of time. The nc springer balloon was advanced to post-dilate the drug-eluting stent; it was inflated one time to 18 atm for 10 seconds. The nc sprinter was moved proximal to the drug-eluting stent and inflated to 20 atm for 5 seconds. The nc sprinter was then advanced to perform add'l poba; it was inflated twice and burst upon the second inflation. It was reported that the physician implanted another MFR's drug-eluting stent proximal to the first stent. (MFR report#2953200-2008-00317). A second nc sprinter was inflated at 14 atm for 15 seconds next to the second stent. The nc sprinter was used for post dilatation 5 times; it burst on the last inflation at 14 atm for 5 seconds. (MFR report #2953200-2008-00318). Another MFR's balloon was used to complete the post dilatation. It was reported that the devices were inspected and negative purge was performed prior to use and no abnormalities were noted. No clinical sequelae were reported and the pt's condition is unk. Please note that this device (ncsp3515x/lot number 000675728) is distributed outside the united states; however, it is similar to the united stated distributed product ncs3515w.